Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an unk nc trek balloon would not deflate entirely within the stent. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.